Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing. The root cause of the error message was due to a defective processor board, likely attributed to normal wear and tear of the platform. The autopulse platform was manufactured in march 2012 and is more than 9 years old, past the expected service life of 5 years. During visual inspection, not related to the reported complaint, noticed cracked front enclosure likely due to mishandling such as a drop. The front enclosure was be replaced to address the issue. The platform archive data could not be downloaded due to the defective processor board. However, the latch error 136 (invalid parameters corrupted) was revealed after the ap vision software was utilized, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. The defective processor board was replaced to address the reported issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon power up. No patient involvement.